Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. As a result, the customer experienced a high blood glucose level of 426 mg/dl. The customer treated their high blood glucose level with insulin injections. The call was dropped. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.